Manufacturer narrative:
During preventative maintenance, the autopulse platform sn (B)(6) displayed an intermittent user advisory 45 (not at "home" position after power-on/restart) upon powering up. The platform was displaying the ua45 error even after the driveshaft was adjusted to its "home" position. The root cause of the reported complaint was a failure of the integrated encoder gearbox, likely attributed to a failed component. The integrated encoder gearbox needs to be replaced to remedy the issue. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During preventative maintenance, the autopulse platform sn (B)(6) failed functional testing due to intermittent user advisory 45 (not at "home" position after power-on/restart) error message. The driveshaft could not be adjusted to its "home" position to clear the ua45 advisory. No patient involvement.